Event description:
Edwards received notification that a patient with a valve model 11500a21 implanted in an unknown position was placed under consideration for a redo intervention after an implant duration of approximately one (1) year and six (6) months due to high gradients and leaflet hypomobility. Reportedly, the surgeon believes that the valve degenerated due to a patient prosthesis mismatch (ppm) that was created during implant, as he decided to implant a 21mm valve and not to do an annulus enlargement due to patient's annulus anatomy and the low coronary ostia. However, he asked the patient to loose weight, which did not happened. As reported, the patient will be followed-up for the next months and will be finally re-operated.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to section a3. Corrected data h6 (investigations conclusions): "4311 - adverse event related to procedure" code removed. H11: additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Pannus overgrowth, or host tissue, is considered a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation." In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors.

Manufacturer narrative:
Corrected data: a4; d4 (model number); h6 (health effect - impact code): "4624 - surgical intervention" code removed; h6 (device code): "2983 - mechanical jam" code removed. Added information to section a1, a2 (age at the time of the event and date of birth), b5, b7, d4 (serial number), d4 (expiration date), d4 (primary unique device identification (UDI) number), d6 (implant and explant date), h4, h6 (health effect - impact code), h6 (health effect - clinical code), h6 (device code) and h6 (type of investigation). H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a valve model 11500a19 implanted in the aortic position underwent redo intervention after an implant duration of one (1) year and ten (10) months due to pannus overgrowth leading to progressive increase of gradients and leaflet hypomobility (vmax: 4 m/s; gm: 34 mmhg; avai: 0.5 cm2/m2; dvi: 0.27). The patient presented with dyspnea and fatigue six (6) months after implant. Reportedly, the surgeon theorized that the valve degenerated due to a patient prosthesis mismatch (ppm) that was created during implant, as he decided to implant a 19mm valve and not to do an annulus enlargement due to patients annulus anatomy and the low coronary ostia. At explant, it was observed that the subject device had developed pannus overgrowth that fused the three leaflets causing functional stenosis. During reintervention marked tissue fragility was demonstrated that caused several complications. A 19mm mechanical valve was attempted to be implanted in replacement. However, the patient demonstrated cardiogenic shock with poor biventricular function after declamping and trying to wean the patient from cardiopulmonary bypass (cpb), requiring extracorporeal membrane oxygenation (ECMO). Finally, the patient passed away due to multiorgan failure before exiting the operating room. It was confirmed by the physician that the patients death was not associated with/related to the edwards device.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for further investigation, and no images or medical records were provided. Leaflet immobility or leaflet restriction occurring over time, and not due to extrinsic physical interference, is a form of structural valve deterioration, which can result in significant regurgitation and/or stenosis. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors and procedural factors as the patient needed an annulus enlargement due to patient's annulus anatomy and the low coronary ostia.

Event description:
Edwards received notification that a patient with a valve model 11500a21 implanted in an unknown position underwent reintervention after an implant duration of approximately one (1) year and six (6) months due to high gradients and leaflet hypomobility. Reportedly, the surgeon believes that the valve degenerated due to a patient prosthesis mismatch (ppm) that was created during implant, as he decided to implant a 21mm valve and not to do an annulus enlargement due to patient's annulus anatomy and the low coronary ostia. However, he asked the patient to loose weight, which did not happened. As reported, some days after the reintervention, the patient unfortunately passed away due to an intestinal necrosis.